Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of an injury involving the magnetom flow.plus system. It was stated that on (B)(6) 2026, before an MRI examination for a palliative care patient, a ferromagnetic patient lift was mistakenly brought into the MRI room by two nurses. The lift was attracted onto the magnet cover, and one nurse was trapped between the lift and the magnet, sustaining injuries including bruises and a knee fracture. The MRI system was undamaged and remains operational after removal of the object. Although requested, siemens healthineers has not received as of the date of this report any additional information regarding the nurse¿s current condition and what medical treatment was provided to treat the injuries.

Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported event. Additional information was received stating the injured staff member underwent treatment with an immobilization cast with an estimated recovery time of four weeks. The metal trolley involved in the incident was retrieved by a siemens service engineer and the MRI is back in clinical use. Additionally, the safety notes have been re-emphasized to the customer. After a thorough assessment, it was concluded that the incident was not related to a device malfunction. Instead, it resulted from the introduction of ferromagnetic material (the trolley) into the magnet room, which is strictly prohibited by safety guidelines. Therefore, this was a user error. Due to the strong magnetic field, special safety measures must be adhered to in order to prevent injuries. Therefore, the corresponding magnetom operator manual and the magnetom system owner manual provide clear instructions and warnings regarding both magnetic field hazards and training of personnel with regards to mr safety. The responsibility to instruct personnel and patients who have access to the mr examination room about magnetic field hazards lies with the customer. The manuals state that only equipment specified or recommended for use in the controlled area (mr examination room) shall be used. The introduction of ferromagnetic objects into the magnetic field is contrary to the statements given in the operating instructions. It is confirmed that the special warning signs are posted at the entrance of the controlled access area (magnet room). To prevent similar incidents, we strongly recommended the following actions to the customer: 1. Engage with all relevant staff to emphasize the risks associated with magnetic fields and the importance of adhering to correct procedures for handling materials in and around the MRI environment. 2. Arrange for retraining of all personnel who may enter the MRI examination room. Based on above, this case is classified as user error and are closed with reference to the operating instructions. This complaint has been closed. No further action is required.